Manufacturer narrative:
(B)(4). The event logs have been rec'd. The biomed stated he is also returning the devices. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
The customer reported the vancomycin 1 gm / 250 ml 0.9% sodium chloride was hanging for an hr and nothing infused. The medication was hung at approx 1600 and programmed to infused at 250 ml/hr. An hr later when the nurse went to check on the infusion, the bag was still full. The nurse reported the pump did not alarm. The nurse switched to a new pump (using the same tubing) and the medication infused w/o incident. The IV tubing was not saved. The biomed downloaded the event logs and identified two alarms; one occlusion alarm after 211 mls had infused and another alarm when the infusion was completed. The biomed has tested the device and found it to be within specification. There was no report of pt harm and no medical intervention required. Although requested, no add'l pt or event info was provided.